Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s ins was in overdischarge. The patient reported that after his second overdischarge, the ins went from full to depleted in a single day and he was unable to charge. It was noted that the patient had not charged the ins since (B)(6) 2016. It was also reported that the ins did not help. The patient was to contact his healthcare professional. Follow-up was conducted. On (B)(6) 2017 (B)(6)(rep): additional information was received from the representative (rep) regarding the patient. It was reported that the healthcare professional recommended replacement as the patient had 2 previous overdischarge events.